Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 occurred while the customer was filling the cartridge. Reportedly, earlier in the day, the customer thought that the cartridge had leaked as there was wetness between the cartridge and the pump. During troubleshooting with tandem's technical support (cts), the customer inspected the cartridge and reported that the cartridge looked fine and was not leaking anywhere. Reportedly, the customer's blood glucose level was not impacted for the reported leak; however, the customer had not tested their blood glucose level when the alarm occurred. The customer did not have an extra cartridge to load and declined for cts to follow up.